Event description:
A report was received that the patient's ipg looked like it was protruding out of the pocket site. The physician will perform a pocket revision.

Event description:
A report was received that the patient's ipg looked like it was protruding out of the pocket site. The physician will perform a pocket revision.

Manufacturer narrative:
Additional information was received that the patient will not go forward with the revision surgery.

Manufacturer narrative:
Additional information was received that the patient underwent a pocket revision in which the physician implanted 35cm lead extensions. The patient was doing well after the procedure.

Event description:
A report was received that the patient's ipg looked like it was protruding out of the pocket site. The physician will perform a pocket revision.